Event description:
It was reported that a pump issued an altitude alarm. The customer's blood glucose level was 12 mmol/l, which is within the normal range. Reportedly, customer cleared the alarm and resumed pump therapy.